Manufacturer narrative:
Correction and additional information: a2 (age), a2 (dob), a3a (sex), a3b (gender), a4 (weight), a4 (weight units), a5, a6, b5, d4, h6 (hyperplasia (only)). Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. Hernia was not confirmed by provider and retracted. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting elite system on (B)(6) 2023 and (B)(6) 2024 to the full abdomen using the curve 150 (c150) applicator. Patient was presented with possible ph on the upper right abdomen. In addition, patient was suspect with a hernia, but retracted.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. Hernia is identified as a potential risk associated with the coolsculpting procedure when a vacuum applicator is used. The coolsculpting user manual, under rare side effects, states, ¿treatment may cause new hernia formation or exacerbate pre-existing hernia, which may require surgical repair.¿ it also states in the warning section that ¿the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device.¿ a supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting elite system on (B)(6) 2023 and (B)(6) 2024 to the full abdomen using the curve 150 (c150) applicator. Patient was presented with possible ph on the upper right abdomen. In addition, patient was suspect with a hernia.